Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the light button requires more than one press to respond at times. Lock broken off insulin pump and cracks around reservoir cap. Bottom of the insulin pump is peeled off. Customer's blood glucose level was not reported. The device was not returned.